Event description:
It was reported that the patient received inappropriate high voltage therapy. During diagnostic imaging, it was confirmed that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event was dislodgment and inappropriate shock therapy. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over-torqued at the connector region, the helix was extended and clogged with blood and tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of inappropriate shock therapy was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.